Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-03001 for a description of the other device. It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the gold probe device was inserted into the patient to treat a gastric bleed. However, the device failed to deliver electrical current and cauterize the tissue. No visible damage was noted to the device. The same issue occurred with a second gold probe device. The devices were used in conjunction with a valleylab generator; no active cord was used. The generator was exchanged for a second generator with no help. A third gold probe device was used with the first generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.